Event description:
Customer complaint about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 70-100mg/dl. Fasting. Verified the strips expire 10/31/2017. Customer confirms the strips were first opened in 2014. Reviewed meter memory: 152mg/dl, (B)(6) 2015, 12:00:00 am, fasting: yes; 139mg/dl,12:00:00 pm, fasting: yes; 148mg/dl,12:00:00 pm, fasting: yes; 207mg/dl,12:00:00 pm, fasting: yes; 103mg/dl,12:00:00 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause: user had inaccurate reference. No defect found.